Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 6 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the native aortic position, the valve failed due to stenosis caused by leaflet thickening with a gradient of 45mmhg and valve area of 0.9cm. The patient underwent a successful valve in valve procedure with a 29mm sapien 3 ultra resilia valve. There were no complications. The patient was stable and discharged home.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of increased gradient and leaflet thickening were unable to be confirmed due to unavailability of relevant imagery/medical records. An existing technical summary captures the root cause analysis for complaints evaluated for bioprosthesis valve dysfunction presenting as stenosis/increased gradient as a result from patient/procedural factors. The technical summary outlines the manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, patient had medical history of chronic kidney disease. Chronic kidney disease is a known factor that may increase the risk of valve calcification leading to thickened leaflets, as reported. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the complaint event. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. In this case, as reported, patient had thickened leaflets. Leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.